Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's leadless implantable pulse generator (ipg) exhibited intermittent capture and an elevated threshold. The patient bradycardia and was hypotensive and lethargic. The patient is pacer dependent so the physician implanted a new ipg and left the leadless ipg implanted as a backup. No further patient complications have been reported as a result of this event.